Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm on the insulin pump, possibly during an insulin delivery attempt. The customer's blood glucose was 219mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was able to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. The customer stated he would use the insulin pump, regardless. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to moisture damage to the keypad traces. No motor error alarm could be tested due to the unresponsive button. The motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.